Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 2259661. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample could not be obtained for evaluation and testing, but this lot was treated and received a certificate of conformance for sterility. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the patient complained of skin pain and swelling at the puncture site after the bd pegasus¿ safety closed IV catheter system was used on them. As a result, a silicon boron foam was administered, reducing the pain and inflammation after a couple of hours. The following information was provided by the initial reporter, translated from chinese: "on (B)(6) 2023, the patient was admitted to the hospital due to intestinal polyps. According to the doctor's advice, rectal lesion resection was required. The operation was normal and the operation went well. After the operation, he had to fast for 48 hours. Therefore, at 11:30 on (B)(6) 2023, an intravenous catheter was performed. Puncture and rehydration therapy, the operation went smoothly when the indwelling needle was embedded. The patient was checked at 10:00 on (B)(6) 2023. The patient complained of skin pain and swelling at the infusion puncture site. The infusion was suspended immediately, the indwelling needle was pulled out, and silicon boron foam was administered the patient was checked again at 12:00 on january 31, 2023. The redness and swelling of the skin gradually improved, and no obvious swelling was seen. This situation did not cause adverse effects on the patient."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the patient complained of skin pain and swelling at the puncture site after the bd pegasus¿ safety closed IV catheter system was used on them. As a result, a silicon boron foam was administered, reducing the pain and inflammation after a couple of hours. The following information was provided by the initial reporter, translated from chinese: "on (B)(6) 2023, the patient was admitted to the hospital due to intestinal polyps. According to the doctor's advice, rectal lesion resection was required. The operation was normal and the operation went well. After the operation, he had to fast for 48 hours. Therefore, at 11:30 on (B)(6) 2023, an intravenous catheter was performed. Puncture and rehydration therapy, the operation went smoothly when the indwelling needle was embedded. The patient was checked at 10:00 on (B)(6) 2023. The patient complained of skin pain and swelling at the infusion puncture site. The infusion was suspended immediately, the indwelling needle was pulled out, and silicon boron foam was administered the patient was checked again at 12:00 on (B)(6) 2023. The redness and swelling of the skin gradually improved, and no obvious swelling was seen. This situation did not cause adverse effects on the patient."